Event description:
Same case as MDR ID: 2134265-2015-00603. It was reported that shaft break occurred. Vascular access was obtained via an antegrade approach. The 90% stenosed target lesion was in the mildly calcified below the knee/right popliteal area. During preparation, a 3.50mm/1.5cm/140cm small peripheral cutting balloon¿ was selected. Strong resistance was encountered when attempting to remove the balloon protector. Visual inspection of the device revealed no issue. The balloon protector was pulled again and the shaft separated at the hypotube. The device was exchanged for a 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ catheter and the same issue occurred. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The balloon protector cap was not returned for analysis. A visual examination identified that the balloon was tightly wrapped and was not subjected to positive pressure. The midshaft was broken at 34 mm proximal to the guidewire exit port. It was noted that the midshaft was stretched either side of the break point. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-00603. It was reported that shaft break occurred. Vascular access was obtained via an antegrade approach. The 90% stenosed target lesion was in the mildly calcified below the knee/right popliteal area. During preparation, a 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected. Strong resistance was encountered when attempting to remove the balloon protector. Visual inspection of the device revealed no issue. The balloon protector was pulled again and the shaft separated at the hypotube. The device was exchanged for a 4.00mm/1.5cm/140cm small peripheral cutting balloon catheter and the same issue occurred. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was good.